Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was in good condition with no physical damage. Service history review identified the device had not been in for service before. Event history log review found backup audible alarm post error. Functional testing was performed, and the reported problem was duplicated. The root cause of the problem was the main board. To solve the problem, the main board was replaced. The device then passed all functional tests after the repair.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an audible alarm b2071453. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.